Event description:
There were two soundstar eco ultrasound catheters found to be defective during preparation - no image would load. Lots: g4078263 exp: [redacted date] and g4078360 exp: [redacted date] had the same issue. Both catheters were removed and replaced with another catheter and there was no harm to the patient. Manufacturer response for diagnostic ultrasound catheter, sound star eco diagnostic ultrasound catheter (per site reporter). Returned to biosense webster under pc return# (B)(4).